Manufacturer narrative:
Investigation: no physical sample or photograph of the defect reported received for investigation. 10 retention samples were sent to the quality control laboratory for an assessment of the seal and packaging integrity. The retention samples of the parts evaluated for the seal and packaging integrity presented satisfactory results, the defect that the customer reports was not present. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that syringe 20ml ll s/c 50 sterile packaging is peeling on the item. This occurred on 14 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 303310 batch no: 8325715. It was reported that sterile packaging is peeling on the item. Reported issue: sterile packaging peeling on the item.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 sterile packaging is peeling on the item. This occurred on 14 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 303310 batch no: 8325715. It was reported that sterile packaging is peeling on the item. Reported issue: sterile packaging peeling on the item.